Manufacturer narrative:
This report is submitted on january 18, 2023.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and no auditory perception. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.